Event description:
It was reported the patient never had therapeutic effect since implant. The patient's symptoms got worse as the patient was leaking during the day, so the device was removed in (B)(6) 2012. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the patient leaked urine and experienced incontinence. It was reported that there were no abnormal impedances, and no surgical intervention. The patient was last seen on (B)(6) 2012. It was noted that the patient had sleep apnea and used CPAP.